Event description:
It was reported that during the implant procedure, when attempting to attach the gooseneck, the leadless implantable pulse generator (ipg) slipped, and the position was changed to around the mid-septum. It was noted that slight leakage of contrast was observed. The procedure was therefore temporarily stopped, and echocardiography and blood pressure was checked repeatedly. At the new fixation site, high thresholds and loss of capture was exhibited. At the second deployment the leadless ipg exhibited high impedance; however, the procedure was concluded at that position. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.